Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned. The photographs confirmed the reported observation. The root cause is attributed to misuse. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient on hana table for a left direct anterior approach (daa) total hip replacement (thr). The surgeon perforated left proximal femur at the level of the lesser trochanter with a trilock broach. The surgeon switched to summit to bypass the fracture. Threaded inserted used to impact stem. Tip of inserter sheared off in top of stem. Stem remained in place. Head ball applied to stem trunion and hip reduced. Threaded fragment cold welded into stem. 10 minutes surgical delay.